Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) distal conductor distorted (B)(4) full lead.

Event description:
It was reported that during the implant attempt, the physician had to reposition the lead multiple times, and the helix would not extend after 20 turns. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.